Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. (B)(4).

Event description:
The customer reported via phone call the insulin pump has insulin squirting out during priming process. The customer's blood glucose was 264 mg/dl at the time of incident. The customer stated the insulin pump piston does not stop during priming. The insulin pump will be returned for analysis.